Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital due to syncope and presyncope. It was revealed that the device went into safety mode during interrogation. The patient was hospitalized. A changeout procedure was scheduled. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital due to syncope and presyncope. It was revealed that the device went into safety mode during interrogation. The patient was hospitalized. A changeout procedure was scheduled. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information received indicated that the ECG and telemetric monitoring revealed numerous paused for more than 6 seconds with prolonged asystole. Additional information received that the patient fell also. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital due to syncope and presyncope. It was revealed that the device went into safety mode during interrogation. The patient was hospitalized. A changeout procedure was scheduled. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Subsequently, the device was returned for analysis. Additional information received indicated that the ECG and telemetric monitoring revealed numerous paused for more than 6 seconds with prolonged asystole. Additional information received that the patient fell also. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 patient codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital due to syncope and presyncope. It was revealed that the device went into safety mode during interrogation. The patient was hospitalized. A changeout procedure was scheduled. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information received indicated that the ECG and telemetric monitoring revealed numerous paused for more than 6 seconds with prolonged asystole.